Event description:
The customer reported the ac power module connector was pulled out and not functioning. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the ac power module connector was pulled out and not functioning. There was no reported pt involvement. The ac power module was not available for evaluation. The ac power module was replaced to resolve this issue. We will consider this a malfunction of the ac power module where the connector was pulled out and not functioning.